Manufacturer narrative:
Eval summary: defib conductor fractured, proximal segment returned. Add'l info was received that fractures were observed on both leads. No follow-up was initiated as the physician provided an operative report 6485 4/22/98.

Event description:
Add'l info received in april 1998 that fractures were observed on both leads.